Event description:
While visiting a (B)(6) male patient for an unrelated issue, a patient service representative (psr) contacted zoll customer support to report that the power brick connector on the patient's battery charger was damaged. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective connector on power brick) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.